Event description:
It was reported that the customer ran out of insulin and experienced a ¿high¿ blood glucose (bg) (specific value unknown). Customer administered correction injection via manual injection to address bg. Customer continued to use insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.